Event description:
It was reported an angio-seal device was deployed without complication and the pt was discharged. Approximately, two weeks post deployment, the pt presented with an infection at the puncture site. The pt was placed on antibiotics and the insertion site debrided. No further intervention was required. A femoral angiogram was performed prior to deployment.